Event description:
The harmonic ace would not recognize instruments in the test phase.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 329 mg/dl and 85 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results; customer was able to self treat and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.